Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. The pipeline flex shield embolization device was returned for analysis. The pipeline flex distal hypotube was found stretched within the shrink tubing starting from the proximal end. The pipeline flex distal hypotube was found broken into two segments at the proximal end. The broken hypotube were sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. Elevated iron (fe), chromium (cr), and nickel (ni) peaks were detected on the fracture surface. The fracture features (dimples) observed are indicative of a ductile overload type failure. The shrink tubing was not found pulled back from the proximal bumper. The proximal bumper, re-sheathing pad and re-sheathing marker were found intact. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil outer coils were found stretched with the core wire intact. Based on the device analysis and reported information, the report of ¿pushwire break/separation¿ was confirmed. Based on the investigation conducted resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. In addition, resistance can occur due to patient vessel tortuosity, failure to maintain a continuous flush, or pipeline is pulled back/torqued during delivery. The vessel anatomy was moderate in tortuosity and a continuous flush was maintained. Therefore, the cause could not be determined. Based on the formal investigation conducted, pushwire separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. In this event the cause was determined to be use related (excessive force) as ¿the pusher wire was retrieved into the marksman with a strong force¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Linked with MDR: 2029214-2020-00036 ,2029214-2020-00037. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report for a pipeline flex with shield diverter stent placement to treat a bulky aneurysm of ic. The aneurysm was in the left internal carotid. It was unruptured and saccular. The max diameter was 15mm and the neck was 10mm. The distal landing zone was 3.06mm and the proximal was 5mm. The vessel anatomy was moderate in tortuosity. The devices were all reported to have been used and prepared per the instructions for use. A continuous flush was used. A navien5fr115 was placed in the vicinity of the ic-neuron neck. The microcatheter and the guidewire were delivered to the distal part of the aneurysm. A pipeline (pli10) was deployed and placed smoothly. Thereafter, a second pipeline (pli20) was prepared and delivered through the same microcatehter, and the pipeline was deployed and placed. After that, when ¿massage¿ was performed with microcatheter, the first pipeline and the second pipeline came off in the aneurysm. The new microcatehter was prepared according to the IFU and was delivered to the distal region of the aneurysm along a 300cm wire. A pipeline (pli-60) was delivered, and then, it was delivered smoothly and safely placed. When trying to retrieve, the pusher wire of the pipeline into the microcatheter, it was stuck in the tip, and resistance was encountered. The pusher wire was retrieved into the microcatheter with strong force and the tip was broken. The device was retrieved slowly together with the microcatheter, and the microcatheter and the tip were successfully retrieved. There was no problem with the final imaging. The procedure was completed.